Event description:
On (B)(6) 2011, pt reported a concern where he had to call the paramedics because his blood glucose level went low. Pt stated he did have to call the paramedics for treatment of the low blood glucose level. Pt declined to troubleshoot. No blood glucose levels were provided. Pt's normal blood glucose level was not provided. Treatment received was not provided. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.